Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Although no parts were returned for evaluation, photographs of damaged components were provided for review. Based on the provided photographs, the reported event was able to be confirmed.

Event description:
A user facility biomedical technician (biomed) reported observing arcing coming from a granuflo ii dry acid mixer. The mixer was not draining in rinse or dissolution modes and the biomed contacted fresenius technical services (ts) for troubleshooting support. While checking the voltage, the biomed noticed a flash of light (arcing) come from pins 5 and 6 on the power control board. The drain valve opened while they were troubleshooting with ts, and as a result, water leaked out onto the floor. The biomed stated they got under the mixer and unplugged the drain valve to further inspect the part. Upon further inspection, they saw that the drain valve pins had melted off at the connection to the power control board. To resolve the reported issue, they replaced the power control board, cut the wires on the drain valve and the other wire coming to it, and hardwired them together. The melted pins were cut off. Upon follow-up, the biomed stated the machine had been installed in october of 2004 and confirmed that it was plugged into a ground-fault circuit interrupter (gfci) outlet. There was no burning smell noted, nor were there any signs of smoke, sparks, or flames. No sample was available for evaluation, however, photos were provided for review.